Event description:
It was reported by the vad coordinator that on (B)(6) 2015, the patient began experiencing high flows alarms without a corresponding increase in power consumption. Cardiac output measurements via swan-ganz catheter indicated a 2.5 l/min. Flow lower than the readings on the vad controller, and pump thrombus was suspected. The patient was implanted on (B)(6) 2015 and was reportedly hemodynamically stable with these cardiac parameters; however, it is noted the patient did have a thoracic hematoma related to the implant procedure. It was decided to treat the patient for suspected pump thrombus with an increase in anticoagulation medication. The patient was also given a dose of t-pa on (B)(6) 2015. The patient experienced an acute reaction to the t-pa, and developed a coagulation cascade on (B)(6) 2015, which led to clotting in the pump. The patient went into circulatory arrest and was emergently taken to the operating room for a pump exchange. The patient expired during the procedure on the operating table. It is not known at this time if the pump will be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use state: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, mechanical ventilation and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis, platelet dysfunction, and bleeding, either perioperative or later. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.